Manufacturer narrative:
(B)(4).

Event description:
It was reported that the heartstart xl defibrillator showed a maintenance required message. It was clarified that a functional test was done and an issue with the paddles was identified. There was no patient involvement.